Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted to treat stress urinary incontinence and cystocele with concurrent anterior colporrhaphy, mesh and excision of perineal skin lesion. It was also reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, dyspareunia and vaginal scarring. It was further reported that the patient underwent excision of partial mesh on (B)(6) 2007 due to exposure of mesh, pain and discomfort. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.